Manufacturer narrative:
G4: 06feb2020. B4: 07feb2020. After numerous attempts to obtain information on the repair of this device with no response this complaint is being closed. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/03/2019.

Event description:
The customer reported alarm led failure. It is unknown if the device was in clinical use during the time of the event, but no patient harm was reported.